Manufacturer narrative:
Monitor sn (B)(4) was returned to the distributor for evaluation. The evaluation of the evaluation confirmed the reported problem (response buttons not working). Upon investigation the rear response button was non-functional. The cause for the failure was contamination on the response button connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the device.